Event description:
It was reported the patient had his spectra penile prosthesis replaced due to patient dissatisfaction as the device was "too thick." No patient complications were reported in relation to this event.